Event description:
Conmed japan reported on behalf of the customer that the device, 60-6085-200a, vcare 200a -small was being tested pre-operatively on (B)(6) 2022 and ¿the connection between the shaft and the grip was bad and it rotated during pre-operative check." It was confirmed on (B)(6) 2022 "that the handle was not fixed and rotating". There was no impact or injury to the patient. The procedure was completed with an alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
Received one 60-6085-200a in opened original packaging. Lot number was verified. Performed a visual inspection, the handle spins in a 360 degree circle. Performed a functional inspection, when disassembling the handpiece it was evident that the shaft was broken inside. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device form the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device, 60-6085-200a, vcare 200a -small was being tested pre-operatively on (B)(6) 2022 and ¿the connection between the shaft and the grip was bad and it rotated during pre-operative check." It was confirmed on (B)(6) 2022 "that the handle was not fixed and rotating". There was no impact or injury to the patient. The procedure was completed with an alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.